Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on approximately (B)(6) 2026, the pediatric patient experienced a skin reaction with itching, redness, inflammation, pimples, pustules, underneath the sensor pod area. The area was prepared with alcohol before placing the sensor on the body. Photos of the reported skin reaction in the complaint record were reviewed. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. On (B)(6) 2026, the patient was taken to a healthcare provider. There is no diagnostic test conducted. The skin reaction was treated with a prescription oral medication (amoxicillin 250 mg). At the time of the report, patient condition was unspecified. No other details were provided. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).